Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 97, 300 mg/dl (first set) and 119, 323 mg/dl (second set). Tests were done within 10 minutes with a difference of 91% (first set) and 82% (second set). Patient did not experience any adverse events. No further information has been reported.